Manufacturer narrative:
The device in question was not returned to walkmed infusion for product evaluation and investigation. The device was discarded by the user. A device history record review did not find any nonconformities associated with the reported complaint. Without the device in question to evaluate, no further investigation was possible. Device not returned to walkmed.

Event description:
Walkmed infusion received a report regarding a triton administration set that leaked during priming. The facility reported "yesterday we made a dose of carboplatin and when the nurse primed the tubing, she noticed a leak where the drip chamber meets the white ring, near the spike." The facility reported that the nurse noticed the leak prior to any patient involvement and there was no exposure to the medication by anyone. The administration set was not returned to walkmed infusion for product evaluation and investigation.